Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of needle knife break. Imdrf impact code f23 captures the reportable event of unexpected medical intervention (x-ray and item removal).

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, the needle knife broke off. It was reported that the patient was x-rayed, and the item was removed. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.